Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 87-year-old female noted as high risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. Prior to inserting the device there was a low purge pressure alarm noted. Purge cassette and line checked for leaks or disconnects. The purge was re-primed and connected. Purge pressure quickly fell to low 100¿s and low alarm noted. The purge cassette was changed and primed with the same results. After multiple attempts to correct the purge pressure low alarm a new cp device was utilized. The impella was advanced and support initiated. Single access technique used and hrpci performed to left main with drug eluding stent x 1. The impella support was weened down and device removed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.